Event description:
At 1630 on 9/7/92, stopcock was changed by rn. At 1940, nurse checked patient; no problems noted. At 1900, medical staff noted blood on sheets estimated at 30-40 cc. Patient's hematocrit had dropped, necessitating one unit of blood. Inspection of stopcock revealed two additional cracked devices. All three reported to company on 9/8/92. Manufacturer report tracking #s psr 3381,3382, 3390device labeled for single use. Patient medical status prior to event: critical condition. There was multiple patient involvement. Number of patients involved: 3.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: manufacturing, invalid data. Conclusion: device failed during assembly. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.